Event description:
Pt revised to address osteolysis and polyethylene wear.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since its release for distribution. Although unavailable for eval, it would not be unreasonable to expect poly material wear after approximately 11 years of implantation. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be received, the investigation will be reopened.